Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was completed. Analysis found that the device reached the elective replacement indicator which was determined to be the cause of the beeping. The device passed the labeled longevity calculation and was verified that the device never recorded a fault code 1003. The device was found to have all therapies available.

Manufacturer narrative:
Product return has been requested. This product is expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device began emitting beeping tones. Upon interrogation, this device was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.